Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 302 mg/dl, 381 mg/dl and then after waking up the blood glucose level got up to over 500 mg/dl. Customer reports when she puts batteries into the pump it shows low battery messages also having no delivery too. The customer declined troubleshooting for high blood glucose level. The customer was treated with the insulin pump and did not mention symptoms related to high blood glucose level. The device will not be returned for analysis.